Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 right side light blinked. A field service engineer (fse) opened the drawer and replaced the retractor band to resolve the issue. The drawer was then closed, the station booted into hardware test application (hta), and confirmation was made that the drawer showed three good lights before closing the back of the station. The drawer was tested and the station rebooted into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was stuck on a black screen and offline in remote support service (rss). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.